Event description:
A patient was receiving an IV medication infusion. A routine syringe change was done, but the luer lock connection was broken at the tip of syringe causing the tubing to occlude. It is unknown when the connection broke.